Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the patient was getting sensor error alarms about an hour after inserting the sensor. Troubleshooting was performed. The sensor was removed, and the patient stated that the electrode appeared to be shorter. The patient was unsure whether or not the tip had broken off underneath the skin. Advised that the sensor would be replaced. Nothing further was reported.